Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was not connected at the time of the alarm. This occurred right after self-testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): clarification was received from the reporter that the event was not a system error 2367 but a system error 2364 (software error) instead. Should additional relevant information become available, a supplemental report will be submitted.